Manufacturer narrative:
An event regarding crack/fracture involving three unknown trident driver shafts was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Discarded.

Event description:
During a hip revision of an infected cemented spacer (originally implanted devices were not stryker devices) the doctor extracted a cement antibiotic spacer and implanted a 70mm titanium revision cup and 4 screws. The doctor proceeded to do the final trials and decided to move the cup. The doctor extracted the first 3 screws successfully. The 4th screw snapped off 4 of the screw driver heads subsequently. The doctor then used the hospital screw removal set which snapped off as well. The doctor then used the hospitals second snap on removal set which snapped off as well. They then burred the head of the screw off and pulled the cup successfully. The doctor then repositioned, re-implanted the screws, did final trials, implanted the liner and was finished. There was an additional surgical delay of approximately 30 mins to 1 hour. No other adverse consequences to the patient. Product is not being returned as it was destroyed by the hospital. The sales rep asked that it be noted that during procedure they did bring in from a different hospital ((B)(6) medical center) a set of bone screw instruments. One tray sterilized and it was never used.